Event description:
A patient with end stage renal disease with a right arm arteriovenous brachial fistula, had stenosis of the right brachiocephalic vein. She was to undergo cryoplasty and balloon angioplasty of the vein using the balloon inflator. The balloon inflator failed to inflate the cryo balloon during the procedure, another balloon inflator was utilized. There was no harm to the patient. This device will be returned to the manufacturer today.

Event description:
A patient with end stage renal disease with a right arm arteriovenous brachial fistula, had stenosis of the right brachiocephalic vein. She was to undergo cryoplasty and balloon angioplasty of the vein using the balloon inflator. The balloon inflator failed to inflate the cryo balloon during the procedure, another balloon inflator was utilized. There was no harm to the patient. This device will be returned to the manufacturer today.